Event description:
The customer reported that a sample tube jam occurred, which caused a delay in processing multiple patients undergoing allergen testing on an immulite 2000 xpi instrument. Many samples that did not process were from secondary tubes collected at another site. The laboratory obtained additional sample from the other sites in order to complete testing. There were no reports of patient intervention or adverse health consequences due to the sample tube jam.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After instrument and instrument data evaluation, the cse determined that the cause of the sample tube jam was due to a deformed reaction cup, which jammed the sample tube lifter. The cse determined that once the deformed reaction cup was removed from the instrument, the allergen samples were correctly processed. The cse successfully ran quality controls. The system is performing within specifications. Further evaluation of the device is not required.